Manufacturer narrative:
The lead is expected for return. This report will be updated upon completion of analysis.

Event description:
It was reported during on going use, twiddlers syndrome was observed and the right ventricle (rv) lead was wrapped around the device. When the lead was explanted, the screw was inside the lead. The lead will be returned for analysis. No adverse effects were reported.

Event description:
It was reported during on going use, twiddlers syndrome was observed and the right ventricle (rv) lead was wrapped around the device. When the lead was explanted, the screw was inside the lead. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Set screw mark noted on the terminal pin. The poly insulation sleeve is bunched in several places. The lead body is twisted along the whole length of the lead. The lead body is twisted and deformed from the terminal pin to approximately 143mm where the insulation is torn. The damage noted on the returned lead is consistent with damage due to twiddlers syndrome.